Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is unknown. The reason for revision is reported pain. During this revision, the femoral head and stem were removed and replaced with non-omni product.